Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 02 mmol/l. There was no hospitalization visit. The customer's charger on their transmitter does not last long. The customer was advised to charge the transmitter for 8 hours before using it and to call back if the issue persists. No further information was provided.